Event description:
Died, alledegly from injuries from implants, per attorney. Follow-up findings: legal claim unsubstantiated by a hlth care professional. Outcome: undetermined. Capsular contracture, per physician.